Event description:
It was reported that during a da vinci hysterectomy procedure, the wire on the mega suturecut needle drive was loose on the jaw, but not snapped. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a derailed grip cable. One grip close cable was derailed from the distal idler pulley. The grips can still open and close, but movement may not be precise. Failure analysis concluded that the cable derailment was likely due to cable losing contact with pulley during wrist articulation. Failure analysis investigation also observed one grip open cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist, opposite side of the derailed cable. The other cables at the wrist were not damaged. Failure analysis investigation also observed that the instrument distal pulley had an indentation on the edge and some scratch marks on the surface. Failure analysis concluded that the indentation was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.